Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
The issue was resolve when the customer restarted the unit. There was no repair. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(6). Legal manufacturer: (B)(4). The issue was resolve when the customer restarted the unit. There was no repair.